Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker displayed low out-of-range (oor) pacing lead impedance measurements of less than 200 ohms. The source of the observation was not determined. This pacemaker was explanted and is undergoing analysis. No additional adverse patient effects were reported.